Event description:
It was reported to philips that the system would not start, stuck at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed system had stalled at 00:00 and found a message displayed bmc failure during startup, which indicates defect in the host pc. The defective host pc replaced and returned to philips for further analysis. The analysis confirmed the malfunction of host pc and identified motherboard (baseboard management controller) failure was due to corrupted baseboard management controller (bmc), hence re-program failed. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.